Event description:
It was reported that pump issued empty cartridge alarm and displayed insulin amount different than expected, while customer¿s blood glucose reading showed ¿high¿ without specific value. Customer gave correction insulin by injection, completed load process using new cartridge with proper filling steps, reloaded same cartridge with support from technical support, received education that alarm occurred when pump detected empty cartridge, and agreed to monitor and follow up if needed, although customer did not agree that cartridge was empty and declined suggested test bolus.